Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic with an episode of non-sustained ventricular tachycardia episode, noise was observed on the ventricular channel. Lead testing was consistent and normal and was not reproducible in clinic. Programming changes were made. A chest x-ray was performed and physician reviewed a remote transmission via merlin.net transmission and no episodes were noted. No lead revision was planned. Patient has in clinic and remote transmission via merlin.net scheduled. Patient was stable.